Event description:
It was reported the patient passed away related to intracranial hemorrhage. It was reported that the patient had a large spontaneous intracranial hemorrhage on admission on (B)(6) 2021. Inr (international normalized ratio) on admission was 1.7. Patient had been on warfarin with an inr goal 1.5-2.0, as well as aspirin 81mg. Patient was given 2 doses of kcentra and all aspirin and anticoagulation held. Patient went for a decompressive hemicraniectomy on (B)(6) 2021. Patient had no improvement in their neuro status and care was withdrawn on (B)(6) 2021. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found at home unresponsive and covered in vomit. The patient's family member dialed 911. Once at the hospital, a computed tomography (CT) scan was performed to identify the intracranial hemorrhage.